Manufacturer narrative:
The reagent lots and expiration dates were not provided. The field service engineer (fse) adjusted the rinse probe and the rinse station volumes, replaced acid wash tubing, and performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 and hemoglobin a1c (hba1c) results for 3 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial hdl result was >159 mg/dl. The repeat result was 58.6 mg/dl. For sample 2, the initial hdl result was 143 mg/dl. The repeat result was 39.3 mg/dl. For sample 3, the initial hba1c result was 10.8%. The repeat result was 7.10%.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.